Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 31 january 2017. The representative reported that they replaced the computer for the navigation system. The navigation system then passed the system checkout and was found to be fully functional. The suspect computer was received by the manufacturer for analysis. Testing found that the computer was power cycling. The ram modules were re-seated which resolved the power cycling issue and the computer functioned as designed. This confirmed a computer based failure due to loose connections. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Event date has been reported using the medtronic aware date, as the event was reported by a site surgeon who stated not knowing the actual date of the procedure. On 12/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Recommendation made that parts should be replaced, to include, monitor, computer, and upgraded software. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site surgeon that, while in a cranial tumor procedure, that surgeon alleged an inaccuracy occurred. The inaccuracy was alleged to be off by 1 centimeter. No further details regarding this issue, or specifically when it occurred, were provided. This event was relayed to the medtronic representative in a casual conversation with a site surgeon. The navigation system was run by the surgeon during this procedure, as the hospital does not utilize medtronic representatives to run navigation. There was no patient present when this issue was identified. It is not known how the described surgery proceeded. Delay in therapy was reported to be less than one hour. There was no impact on patient outcome reported.